Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of hydromorphone and bupivacaine via an implantable pump for spinal pain and degenerative disc disease. It was reported that when the patient previously had a magnetic resonance imaging procedure (MRI) in either (B)(6) of 2019 they were in a lot of pain right after the MRI until the pump resumed function. The consumer stated the pain was only until the pump resumed function and they confirmed this by having the patient give himself a bolus, which was successful. No further complications were reported or anticipated.